Manufacturer narrative:
(B)(4).the cause of the reported alarm was reported to be a leak near the connection port of a supply bag. The cause of the bag leak was undetermined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of six in peritoneal dialysis. The patient was connected at the time of the alarm. The patient cleared the alarm. The patient stated that one of the supply bags was leaking near the connection port. The technical service representative advised the patient to use continuous ambulatory peritoneal dialysis to complete therapy or start over with all new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.